Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device shows; two schanz screw broken as complaint, all other parts nothing unusual could be detected. With the exception of the commonly detectable traces from the rod holding instruments, the clamps and the set screws of the clamps as well as the fixation rings and the broken schanz screw, nothing unusual could be detected, what might be related to the failure of the schanz screws. The schanz screws failure is due to the selection of the wrong thread diameter for this particular patient. The schanz screws was too small for the particular patient. Fracture surfaces are heavily damaged making an analysis of the fracture sites difficult. The damage of the fracture surfaces is due to the permanent collision of the fragments during the period of time used. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states it was found out 3 months later since the surgery that the two screws in question were broken. The surgeon reported that he had to use the large screws for this patient with large body frame because he used small ones at first. It was also reported that he had to use a lot of screws even though he used small ones. This is report number 2 of 2 for com-(B)(4).